Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2022 by a arthrex employee via sems that an ar-3600d-2 drill for fibertak broke during use. Case involvement, device broke during use. Additional information requested (B)(6) 2022. Response:(B)(6) 20/22 stated that drill bit broke inside the patient, all fragments retrieved.

Event description:
It was reported on 11/23/2022 by a arthrex employee via sems that an ar-3600d-2 drill for fibertak broke during use. Case involvement, device broke during use. Additional information requested 11/28/22 response 12/1/22 stated that drill bit broke inside the patient, all fragments retrieved

Manufacturer narrative:
Complaint is confirmed. Upon visual investigation, it was determined that both flutes were cut from the drill, and only one of the returned flutes is broken at the distal tip. The most likely reason for this issue is caused by applying excessive leverage force. However, the broken piece was not returned for investigation. The cause remains undetermined.